Event description:
A system operator reports the laser stopped firing approx 50% into a treatment. The system operator aborted the procedure, reloaded the shot pattern and proceeded. The surgery was completed within the same surgery session. Add'l info from the system operator indicates the pt appeared to be slightly overcorrected at the 5 day post-op exam (+.50 diopter), however, the surgeon felt the pt will be fine as they heal. No decrease in bcva and ucva improved from 20/cf to 20/20-.

Manufacturer narrative:
Reporting of this complaint at this time is based on receipt of a letter from the FDA dated april 10, 2008 in which the agency informed alcon that complaint (event date; 2006) should have been reported as a serious injury MDR. As a result of that injury report, a 2-year reporting timeframe was initiated for all complaints of the same type. All complaint files for the ladarvision4000 were reviewed for this type of event starting the same day. This MDR filing is a result of that retrospective review. Determination of root cause: assessment; the field svc engineer (fse) was unable to duplicate the laser not firing; however, he was able to identify the event within the surgery database. During the device eval, the fse was unable to stabilize the thyratron. The thyratron was replaced a thyratron optimization procedure was performed, followed by a system verification. The returned thyratron was placed in a test system and run for several hours. Manufacturing was also unable to duplicate laser not firing. Conclusion: based on this investigation and the results of prior investigations, the event was consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.